Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the measurement of the spacing between the upper latch and upper latch switch was found to be out of spec at .054" possibly contributing to the system error 322. The spacing will be adjusted during the repair process.